Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed, couldn¿t recover storage space, and restarting the pyxis didn¿t resolve it. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 20-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer had failed and could not be recovered. A field service engineer found the latch insep (inseparable) missing. The engineer replaced the latch insep as per the knowledge article (ka) "legacy fh cubie drawer not registering closed - insep. Latch". All relevant tests passed in hardware test application, and the customer was able to access the storage space without issue. The system functioned as intended after the field service engineer repaired the device.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer had failed, couldn¿t recover storage space, and restarting the pyxis didn¿t resolve it. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.